Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the bluetooth telemetry loss was due to a telemetry lockout. The insertable cardiac monitor telemetry was restored upon interrogation. No patient consequences were given.